Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient's pacemaker is stimulating very frequently in the middle of the night (around 12:30 am), likely due to the minute ventilation (mv) sensor per the health care professional (hcp), at a frequency of approximately 120 beats per minute (bpm), when the patient turns from their back to their side. Technical services (ts) was consulted for further review. No adverse patient effects were reported. This product remains in service.